Event description:
It was reported a pericardial effusion occurred post procedure. A left atrial appendage (laa) closure procedure was performed, and versacross connect laac access solution was selected for use on (B)(6) 2025. The procedure was completed and the patient was discharged. A watchman size 27mm was implanted in the patient. There was one device exchange from a 31mm to a 27mm. The 31mm device was recaptured twice before exchanging. No issues were noted. No issues reported at that time. On (B)(6) 2025, the patient returned to the hospital with a trace pericardial effusion. The effusion was treated with medication, and the patient was discharged. Six (6) weeks after the procedure the patient returned again complaining of chest pain. They presented with a large pericardial effusion which needed to be drained (pericardiocentesis). The physician believed this to be the same effusion. The patient was discharged and expected to make a full recovery. No further information was provided or available. Product return is not expected. It was further reported that the patient did not present with the pericardial effusion until after the procedure. Physician did not believe there was an issue with the transeptal crossing. The patient returned at 2 days post implant and 6 weeks post implant. Patient has been discharged. No issue with transeptal. Tsp was attempted or completed prior to noticing the pe. Pe was not noted until days after the procedure.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem(b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion occurred post procedure. A left atrial appendage (laa) closure procedure was performed, and versacross connect laac access solution was selected for use on (B)(6) 2025. The procedure was completed and the patient was discharged. A watchman size 27mm was implanted in the patient. There was one device exchange from a 31mm to a 27mm. The 31mm device was recaptured twice before exchanging. No issues were noted. No issues reported at that time. On (B)(6) 2025, the patient returned to the hospital with a trace pericardial effusion. The effusion was treated with medication, and the patient was discharged. Six (6) weeks after the procedure the patient returned again complaining of chest pain. They presented with a large pericardial effusion which needed to be drained (pericardiocentesis). The physician believed this to be the same effusion. The patient was discharged and expected to make a full recovery. No further information was provided or available. Product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.